Manufacturer narrative:
This is the first time that the pump sends in for service. Volumetric accuracy tests were performed and found that pump was out of +/-5% specification. Pump was calibrated to resolve the issue.

Event description:
Customer alleged that pump did not pass flow accuracy test. It under infused by 6.6% based on a rate of 125 ml/hr. There was no dosage provided.